Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced insulin flow blocked on (B)(6) 2025. Troubleshooting confirmed blockage in the tubing. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The reference samples for the lot 6009974 have already been previously tested in the complaint (B)(4) on 04/apr/2025. Test results: the reference samples were visually inspected and tested for flow test. All test results were within specifications as per the complaint (B)(4). Device history record (DHR) review: the lot 6009974 was manufactured according to the work instruction (wi) version 98 manufactured in the line m14, on 09/nov/2024, with a total of (B)(4) units. Change investigation results desc. Gluing tube the lot 4k04658 was manufactured according to the wi 4905294 version 65, machine sc-08, with a total of (B)(4) units. The lot 4k05301 was manufactured according to the wi 4905294 version 65, machine sc-08, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 26/jun/2025 against malfunction code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6009974 and found one complaint have been registered in database for the same lot 6009974 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.